Event description:
After having a bilateral breast implant exchange from 375ml saline (implanted in 1997) to 200 ml silicone implants, I began having a multitude of symptoms that I had never experienced before. Severe insomnia, fatigue, muscle and joint pain, palpitations, tinnitus, gastritis, shortness of breath, hair loss and hand tremors. I had a complete cardiac workup including blood work, EKG(electrocardiogram), echocardiogram and a holter monitor. I also had a gi workup that included abdominal and pelvic CT scans, blood work and an egd (esophagogastroduodenoscopy). I saw multiple primary care physicians and had more bloodwork and exams. All of my testing came back normal. I reached out to my plastic surgeon in (B)(6) 2025 and subsequently had the implants removed on (B)(6) 2025. Since that time my symptoms have either disappeared or improved greatly. Reference report#: mw5168870.